Event description:
It was reported that the ventilator shut down with an audible alarm while connected to a patient. The patient was removed from the ventilator, was bagged, and then placed on a back-up ventilator. No reported harm to the patient.